Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx was implanted on (B)(6) 2010. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; groin pain; other pain: stomach; painful intercourse; inability to have intercourse; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; psychiatric injury. Nonsurgical treatments: on (B)(6) 2011 the patient commenced pain medication: polaxia for the treatment of: back pain management. Treatment duration: unsure, quite a while?. The patient was treated with psychological medication: amitriptyline (25mg) for the treatment of: anti-depressant. On (B)(6) 2011 the patient commenced other medication (please specify): ural for the treatment of: to treat utis. Treatment duration: since operation. On (B)(6) 2010 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: to assist with pelvic floor issues. Treatment duration: prior to and post surgery. On (B)(6) 2011 the patient commenced other (please specify) for the treatment of: to help manage incontinence. Treatment duration: since surgery. On (B)(6) 2011 the patient commenced pain medication: ibuprofen for the treatment of: to treat pain. Treatment duration: since surgery.

Manufacturer narrative:
Blocks a1 (patient identifier), b5, and e1 (physician and healthcare facility) have been updated based on the additional information received august 24, 2022. D1 (brand name): obtryx system - halo. D4 (model number): m0068505000. D4 (lot number): 1ml0050301. G1 (MFR site information): (B)(6). Block a1: (B)(4). Block b3 date of event: date of event was approximated to september 30, 2010, the date the sling was implanted, as no event date was reported. Block e1: this event was reported by the patient's legal representative. The implant surgeon is: (B)(6). Block h6: patient codes e2330, e1405, e1310 and e0206 capture the reportable events of pain (back pain, pelvic pain, groin pain, stomach pain), dyspareunia (painful intercourse, inability to have intercourse), urinary tract infection, and unspecified mental, emotional or behavioural problem (psychiatric injury), respectively. Impact codes f12: serious injury/illness/impairment and f2303: medication required have been used to capture polaxia for the treatment of back pain management, amitriptyline (25 mg) for her anti-depressant, ural for the treatment of urinary tract infection, and ibuprofen, for the treatment of pain since surgery.

Event description:
It was reported to boston scientific corporation that an obtryx halo single system device was implanted during a monarch, novasure ablation, transobturator suburethral sling, bilateral tubal ligation, and cystoscopy procedure performed on (B)(6) 2010 for the preoperative diagnoses of dysfunctional uterine bleeding, unwanted fertility, and genuine stress urinary incontinence. Post-procedure, the patient experienced complications and nonsurgical treatment(s). Patient symptoms include: back pain, pelvic pain, groin pain, stomach pain, painful intercourse, inability to have intercourse, difficulties with bowel motions, recurrent incontinence, aggravated incontinence, and psychiatric injury. Nonsurgical treatments: on january 1, 2010, the patient commenced physiotherapy treatment, including pelvic floor exercises or training for the treatment of pelvic floor issues prior to and post surgery. On january 1, 2011, the patient commenced polaxia for the treatment of back pain management. The patient was treated with psychological medication, amitriptyline (25 mg), as her anti-depressant. Moreover, the patient has commenced ural for the treatment of urinary tract infection since the operation. The patient has commenced with other treatment to help manage her incontinence since surgery. Also, the patient commenced with pain medication, ibuprofen, for the treatment of pain since surgery.

Manufacturer narrative:
Patient identifier: (B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx was implanted on (B)(6) 2010. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; pelvic pain; groin pain; other pain: stomach; painful intercourse; inability to have intercourse; difficulties with bowel motions; recurrent incontinence; aggravated incontinence; psychiatric injury. Nonsurgical treatments: on (B)(6) 2011 the patient commenced pain medication: polaxia for the treatment of: back pain management. Treatment duration: unsure, quite a while?. The patient was treated with psychological medication: amitriptyline (25mg) for the treatment of: anti-depressant. On (B)(6) 2011 the patient commenced other medication (please specify): ural for the treatment of: to treat utis. Treatment duration: since operation. On (B)(6) 2010 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: to assist with pelvic floor issues. Treatment duration: prior to and post surgery. On (B)(6) 2011 the patient commenced other (please specify) for the treatment of: to help manage incontinence. Treatment duration: since surgery. On (B)(6) 2011 the patient commenced pain medication: ibuprofen for the treatment of: to treat pain. Treatment duration: since surgery.